Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photograph and one device. A visual inspection of the inner components of the instrument revealed that the timing was disrupted and tacks were visible in the shaft. Photographic and visual inspection noted the trigger was jammed. The trigger was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Product returned with no reported condition.